Event description:
The dental implant fx3608swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 4 months after implantation. The doctor noted periodontal disease during the surgery. The patient has medical history of diabetes. The patient has recovered without complications.